Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an allergic reaction to the material of the suture sleeve which appears to be superficial. This patient has experienced similar situations in the past with a different electrode, as well the currently implanted electrode which resulted in wounds due to the allergic reaction. Technical services provided a list of materials for the electrode. The plan is to explant the system. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an allergic reaction to the material of the suture sleeve which appears to be superficial. This patient has experienced similar situations in the past with a different electrode, as well the currently implanted electrode which resulted in wounds due to the allergic reaction. Technical services provided a list of materials for the electrode. The plan is to explant the system. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode explanted and replaced. During the explant procedure the wound had eroded, and the electrode was visible. Upon removing the physician had difficulty removing as the electrode had adhered to the tissues. The subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully explanted, and the patient was upgraded to an implantable cardioverter defibrillator (ICD) device. The lead will not be returned.